Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to rupture and pain, and concern regarding textured implants. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "pain in the back of the ribs", "think the right maybe ruptured", "feel leakage feeling coming from the right side,", "feel really bad rib pain under the right implant in the rib area and around the back", "right itchy nipple going on a long time", "pinching/soreness" and that "after hearing of bii I am very concerned that there may be a link to these symptoms and having these implants inside my body." The patient also reported "that they "had alopecia telegen effluvium in 2010 roughly", "difficulty sleeping", "pins and needles", "brain fog", "fatigue","very bad fatigue", "rapid heartbeat(randomly)", " thyroid was a bit high", "twitching muscles and uncontrolled hand leg and neck movements", "strange neurological symptoms ", "tinging and numbness in fingers and toes¿; these events are not related to the device. The device remains implanted. The record relates to the right side.